Event description:
It was reported the impedance measurements were high on the superior vena cava coil (svc) of the lead. The physician suspected a set screw issue on the device. The device was removed and a new device was implanted. During the procedure, the lead impedance was checked through the analyzer and the new device and the lead impedance measurements remained high. It was determined there was a fracture of the svc coil on the lead. The svc coil was programmed off and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.